Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited a black bar on ultrasound scan during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. In addition, the following reportable malfunctions were identified during the device evaluation: peeling on acoustic lens and corrosion on adhesive around light guide lens. Based on the results of the investigation, it is likely a degradation problem led to peeling on acoustic lens and the definitive root cause for the corrosion on adhesive on light guide lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.